Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure after the third firing the anvil bent and was not easily removed from the trocar. They were able to remove it and a like device of the same product code was used to complete the procedure. (The trocar was okay and used again) there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56g1j. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.